Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed unknown user advisory (ua) "realign lifeband" error message was confirmed during the initial functional testing and the archive review. The platform failed with user advisory (ua) 17 (motor on for too long during active operation) error message during the initial functional testing, thus confirming the customer complaint. The drivetrain motor was replaced to remedy the fault. Review of the archive data indicated user advisory (ua) 17 errors occurred on the reported event date, thus confirming customer complaint. In addition, archive data shows user advisory (ua) 20 (position out of range) on the reported event date, unrelated to the reported complaint. The error was cleared by the customer and was not duplicated during functional testing. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Visual inspection was performed and found loose fitting of the battery cable, unrelated to the reported complaint. The battery cable was replaced to address the issue. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) displayed unknown user advisory (ua) "realign lifeband" error message after performing 5-10 compressions. As for troubleshooting, the user checked the lifeband, the proper positioning of the patient and power cycle the platform. The same issue occurred again after performing 4-7 compressions and the user was unable to clear the error message. Immediately, the crew reverted to manual CPR. No consequences or impact to patient information was available.